Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2016 poly appears to have migrated and is missing ard's. Patient thinks she sustained a fall but is a little vague. A review of the attached x-ray images does find evidence of disassociation of the liner from the cup while in-stu. A provided photograph of the explanted liner also appears to show damage consistent with liner disassociation. The cup appears more vertical than recommended per surgical technique. An overly vertical cup position can lead to edge loading of the liner/cup construct and place unintended pressures on the locking mechanism of the construct.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history records have been reviewed for all three product lot combinations associated with this report. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.